Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir and in the tubing. The customer¿s blood glucose was 156 mg/dl and 242 mg/dl. Troubleshooting was not performed for the cannula or the reservoir or the high blood glucose. The size of the air bubble was 2 cm and the location was tubing. The device will not be returned for analysis.